Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that there is a crack at the weld of the seat post. The dealer states the patient was complaining her seat was wobbly.